Event description:
It was reported that the monitor exhibited image display disappeared. The issue was found during installation of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.